Event description:
It was reported that many customer have been calling in regards to lost sensor alarms, and is concerned if sleeping on the insulin pump will cause the alarm. Customer was advised that other radio frequencies (rf) can interfere with the insulin pump. Customer was informed it is advised that the device and the insulin pump are worn on the same side to avoid rf interference. Customer was advised to perform find lost sensor if it doesn't connect to reach the helpline. Customer inquired about other features the insulin pump has. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.